Event description:
As reported: "tip damaged during use."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the clamp had one of its tips broken. The broken tip was not returned. Broken surface is smooth and does not show any plastic deformation which indicates towards a typical brittle breakage under high bending load. In general, the clamp is in extremely used condition, the surface is slightly discolored from often reprocessing and the teeth of the locking mechanism have clearly visible wear marks. This indicates that the device was previously used without any issues. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. Based on the investigation, the root cause was attributed to be user related. The failure was caused by excessive bending load application intraoperatively leading to breakage of clamp. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "tip damaged during use".